Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the programmer's stylus would not calibrate to the display screen. It was indicated that the screen was scratched. It was also indicated that the battery would not charge. These parts were replaced and the programmer passed final functional and system tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's stylus would not calibrate to the display screen. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Failure analysis was performed on the battery. Visual inspection revealed no anomalies. There were no light emitting diode (led) indications, open circuit voltage was 0.001 volts. The battery was inserted into an operating encore programmer. The charge led flashed. When the ac power was removed from the programmer the programmer shut down. The battery was then reinserted and charging was attempted for 15 minutes. When ac power was removed, the programmer shut down again. Battery analysis indicated a critical battery failure. Further analysis indicated a permanent battery failure. Conclusion: the battery pack would not charge, confirmed battery pack failure. If information is provided in the future, a supplemental report will be issued.